Event description:
It was reported the physician, who is trained in use of the device, successfully achieved femoral arteriotomy closure using the starclose vascular closure sys after an interventional cardiac procedure. About 20 to 30 minutes later, the pt experienced late bleeding with a large hematoma. Hemostasis was achieved with manual compression and femstop. There was no pt injury and no add'l info.

Manufacturer narrative:
The device was not returned and there was no lot info. We were unable to perform device inspection or device history record review in this case.